Manufacturer narrative:
Patient required medical intervention for its eye injury and was prescribed dexamethasone and aquaphor medication for post treatment care. The device was not evaluated since the operator did not apply protective eyewear on the patient during the laser treatment, resulting in user error. This incident is reportable since the patient experienced a serious injury on the eyes and the operator of the device did not follow clinical guidelines per the laser treatment. User error - no protective eyewear.

Event description:
Patient was diagnosed with bi-lateral corneal abrasions and experienced pain, sensitivity to light, limited vision in left eye, and burning sensation on eyes from a laser treatment.